Manufacturer narrative:
This report is filed january 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site with use of the external processor. Revision surgery was performed (date not reported) to reposition the receiver stimulator further away from the pinna. The implanted device remains.